Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. "High iop was observed 2 hours after surgery. Surgeon treated by releasing some viscoelastic through the paracentesis at the slit lamp and giving medication." Lens remains implanted. Per reporter on (B)(6) 2020, surgeon was not concerned and not listing this as a problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.